Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? Bowel resection. Where was the site of the leak? What was the location where the circular stapler was used or the enseal device? Was there thermal damage near or at the site of the leak that would be correlated to the enseal device? Does the surgeon believe that the leak and infection is associated to the enseal device? If yes, why? Does the surgeon believe that the leak and infection is associated to the cdh29p device? If yes, why? Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Resident. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. Unknown. Was a leak test performed? If so, what type and what was the result? Yes. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown. What is the status of the patient? Recovered. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post-op of a low anterior resection, patient experienced anastomotic leak and surgical site infection.